Manufacturer narrative:
Product event summary-the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The p-wave amplitude was 0.50 mv or less throughout the record.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: model: 6947m implantable tachy lead; implant: (B)(6) 2013; model: 4298 implantable pacing lead; implant: (B)(6) 2013.(B)(4).

Event description:
It was reported that a patients right atrial (ra) lead was undersensing. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
.